Event description:
It was intended to treat a severely calcified lesion in a lad. The physician tried to deliver the device but resistance was felt. After removal from patients body it was detected that the stent was deformed at the distal end.

Manufacturer narrative:
Neither the device nor angiographic material was provided for analysis therefore a technical investigation could not be performed. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.